Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing using a patient simulator. The results of the analysis indicate the nibp values were not accurate. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp pump assembly. The issue was resolved by replacing the nibp pump assembly and calibrating the system. The product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mmx device indicating that the device does not read high non-invasive blood pressure (nibp) readings correctly. The device was in use on a patient at time of event, there was no adverse event reported.